Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic op, the customer tried to pre-test but the clip breaks when loading.

Event description:
It was reported that during a laparoscopic op, the customer tried to pre-test but the clip breaks when loading.

Manufacturer narrative:
Qn#: (B)(4). Per DHR the product auto endo5 ml lot # 73e1900685 was manufactured on 05/27/2019 a total of (B)(4) pieces. Lot was released on 06/05/2019. DHR investigation did not show issues related to complaint. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with the top jaw pushed into the outer tube. The jaw spring was disengaged from the jaws and was protruding out of the outer tube. The jaw spring and the channel box were both bent. These are indications that the device was used to pry something or was pushed against something that caused the damage during use. The rotation tab was bent and the indicator clip was in the first position indicating that no clips were remaining. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection could not be performed based on the condition of the returned sample. However, the sample was disassembled in order to inspect the internal components. The pivot holes in the channel for the top jaw were deformed since the jaw was pushed into the outer tube. The sample was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The observed damages to the top jaw and channel box are indications that the device was used to pry something or was pushed against something. The damages to the device would prevent the device from firing properly. If the device was fired in that condition, the jaw spring could disengage and become bent. The rotation tab is an indication that the clips were out of position and stacking on one another in the channel. It appears that the damages to the device caused a clip stacking issue to occur. Based upon the observed damages, unintentional user error caused or contributed to this event. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "not loading" was confirmed based upon the sample received. The sample was returned with the top jaw pushed into the outer tube. The jaw spring was disengaged and protruding out of the outer tube. The jaw spring and the channel box were both bent. These are indications that the device was used to pry something or was pushed against something that caused the damage during use. The rotation tab was bent and the indicator clip was in the first position indicating that no clips were remaining. Functional testing could not be performed based on the condition of the returned device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
It was reported that during a laparoscopic op, the customer tried to pre-test but the clip breaks when loading.